Event description:
Procedure: tep totally extraperitoneal. According to the reporter: a doctor found the balloon could not be inflated. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time not extended. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).